Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was not functioning due to loss of capture and unable to sense. Additional information was received that this patient was very sick, where the physician elected not to surgically intervene. This lead remains implanted. No adverse patient effects were reported.